Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative (rep) indicated that the patient was seen on (B)(6) 2019 and made no mention of the shocking originally reported. The rep stated that the ins was successfully jumpstarted. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient and manufacturing representative (rep) regarding the patient's implantable neurostimulator (ins). Information was reported that the patient's ins is overdischarged. The patient stated he stopped using and charging his device due to shocking when he used it. The issue was reported to be resolved at the time of the report. No further complications were reported. No additional patient symptoms were reported.